Manufacturer narrative:
Product event summary: analysis found that the outside casing was broken and the signal connector was broken. The price quotation for repair was rejected by the customer, so the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to pace. The epg was returned for servicing. There was no patient involvement.